Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported her daughter's blood glucose reached "high" (greater than 500 mg/dl) (600 mg/dl with alternative meter) less than 24 hours after the pod was activated. She became physically ill and was feeling nauseous so she decided to take her to the doctor who diagnosed her with diabetic ketoacidosis. They placed her on an intravenous therapy of fluids.